Event description:
Reporter called to report that she received a letter (4 march 2024) from medline notifying her that the sterile saline that she is using has been recalled due to non-sterility of the product. Reporter underwent a tummy-tuck and liposuction procedure on (B)(6) 2023. She developed complications from the surgery in (B)(6) (hematoma, seroma, pain, etc.) And underwent a second surgery for repair (tissue removal). She was using the medline saline solution for wound-packing and care and on (B)(6) 2024 noticed blistering above her wound. Reporter emergently went to the hospital and was found to have a bacterial infection of her abdominal wound-pocket, filled with pus, blood, and fluids. The wound had to be drained and cleaned. The infection was a result of using the non-sterile saline solution. Reporter now has a deep hole where the infection was in her abdomen, and continues to experience severe pain, suffering, and depression.